Event description:
It was reported that the dr was performing an exploratory lap liver resection. It was reported that the shear stopped cutting during the procedure. The dr attached a different instrument and completed the case with no pt consequence.